Manufacturer narrative:
Information contained in this report was previously submitted through psr on 02/02/2017.

Event description:
Patient reported right side "cancer," "a neurological disease," and a "connective tissue disease or disorder." Patient later reported "breast implant illness," "brain fog," "swollen lymph nodes," and "clogged immune system." The events of "breast implant illness," "brain fog," and "clogged immune system" are not device related. Device has been explanted.

Manufacturer narrative:
Health effect - clinical code continued: e1801 - cancer. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, other-medical-ndr, varied injuries-ndr, cancer, neurological disease, connective tissue disease or disorder.

Event description:
Patient reported, right side "cancer. "A neurological disease", and a "connective tissue disease or disorder". Patient later reported, "breast implant illness", "brain fog", "swollen lymph nodes", and "clogged immune system". The events of "breast implant illness", "brain fog", and "clogged immune system" are not device related. Device has been explanted.